Event description:
It was reported that the device had a water leak. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number; corrected. One device was returned for evaluation. Visual and functional testing were performed. The testing could not duplicate the customer reported problem as no water leak was found. The root cause of the issue was not determined as no problem was found. As a precautionary measure, the reservoir tank cover and gasket were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.